Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the facility's biomed is replacing iui connectors due to issues such as bent iui pins, channel error and channel disconnects, and pump stopping. There was patient involvement but no harm.

Event description:
It was reported that the facility's biomed is replacing iui connectors due to issues such as bent iui pins, channel error and channel disconnects, and pump stopping. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an iui connector issues - pcu was not determined because no products or device logs were returned.

Manufacturer narrative:
Omit: f27 - problem identified during non-clinical procedure. Additional information: imdrf annex f.

Event description:
It was reported that the facility's biomed is replacing iui connectors due to issues such as bent iui pins, channel error and channel disconnects, and pump stopping. There was patient involvement but no harm.